Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the area around the implant pocket was puffy, with a small amount of swelling and some redness. The device pocket was revised and debrided. The pacemaker was placed in an antibiotic pouch and was placed back in the pocket. The patient was stable post-procedure.

Event description:
New information reported that the patient developed a pocket infection with erosion. The system was removed on (B)(4) 2018. The patient was stable post-procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.